Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator change. It was noted during the procedure that the left ventricular lead impedance was high and there was no capture at high outputs. The lead appeared to be fractured. The lead was programmed off, left in place and not replaced due to the patient's pre-existing comorbidities. There were no complications and the patient was returned home.

Event description:
The left ventricular (lv) lead was returned, implying it was explanted.

Manufacturer narrative:
The reported events of lead fracture, high pacing lead impedance and failure to capture could not be confirmed. As received, only the proximal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. Due to the as received procedural damage to the lead, the impedance test could not be performed.